Event description:
The o.r. Technician was adjusting the position of the light when the event occurred. The light head fell out of it's mount in the arm, hit the technician on the head and left shoulder; and caused the technician to fall to the floor.